Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, when defibrillation threshold (dft) testing was being performed on the newly implanted cardiac resynchronization therapy defibrillator (crt-d), a shorted lead fault code appeared. The patient was externally defibrillated back to their normal sinus rhythm without issue. It was noted that prior to the attempted implant of the crt-d, two competitive devices were attempted and also shorted. After the third device shorted, a call was placed to boston scientific technical services (ts). Ts advised that the fault code and shorted conditions for all three devices were due to an issue with the chronic right ventricular (rv) lead. The crt-d device was not implanted. The following day the patient underwent a second procedure where the physician opted to down grade the patient to a bi-ventricular pacemaker as their ejection fraction was at 50 percent. The physician utilized the pace sense portion of the existing chronic rv lead and surgically abandoned the distal and proximal lead pin connectors. No additional adverse patient effects were reported.